Manufacturer narrative:
H3: the device was received for evaluation. Visual inspection identified no physical damage. Functional testing confirmed the reported issue, with the device displaying a red screen accompanied by a continuous alarm and error code 41541 during power-up. The root cause was determined to be a defect in the latch/lock flex circuit sensor. The latch/lock flex circuit sensor was replaced to address the issue.

Event description:
It was reported that the device shows error 41541. The event occurred during set up. There was no patient involvement.